Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the door rails and track are worn and can not be replaced or repaired in the field. The system has been sent back to the manufacturer for evaluation and repair. This system will not be used clinically until repair at the manufacturer is complete. No further findings possible at this time.

Event description:
A site representative reported that during a procedure, the imaging system door could not be opened. It was reported that the door required the manual override procedure in order to open and remove the system from the room. The use of the imaging system was discontinued because of this issue and the procedure was completed successfully with a second imaging system. The length of delay to the procedure was not provided, and the patient was not impacted.